Manufacturer narrative:
Device not returned .

Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. Additionally, it was reported that the pump touch screen was "significantly less sensitive." The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose was 233 mg/dl.